Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead dislodged. A revision procedure is intended to reposition this lead. No adverse patient effects were reported. This lead remains implanted and in service. Multiple good faith efforts were submitted to the field representative to obtain additional information as to whether a revision procedure had been performed. No response was received.